Event description:
Additional information indicates that patients infection has resolved.

Manufacturer narrative:
Date of event is estimated. Further information was requested but not received.

Event description:
It was reported that patient experienced an infection at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the ipg was explanted to address the issue and the lead incision site was opened to check for infection but closed, as no infection there was found. The patient was treated with oral antibiotics to address the issue.

Event description:
Additional information indicates that patients whole system was explanted on (B)(6) 2024.

Manufacturer narrative:
A patient experienced an infection at the ipg site was reported to abbott. It was determined the ipg was explanted to address the issue and the lead incision site was opened to check for infection but closed, as no infection was found. The patient was treated with oral antibiotics to address the issue and the infection has resolved. The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.